Manufacturer narrative:
Product complaint #: (B)(4). Additional h6 patient codes: 1858, 1994, 3191 - wound secretion. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure 56 years. What was the name of the initial procedure?: revascularization of the myocardium. What was the date of the initial procedure?: (B)(6) 2019. Can you describe how the steel suture was placed (how many times twisted)? I do not have this information, as the procedure was performed by medical staff at the surgical center. What tissue was the steel suture used on (sternum)? Chest wall suture. What symptoms did patient present with post op? Patient who underwent cardiac surgery on (B)(6) 1919, and was discharged on (B)(6) 2019, without complications. Readmitted on (B)(6) 2019 in emergency room with typical chest pain in tightness, accompanied by sweating and malaise. He reports that he started yesterday with a low fever and noticed the discharge of yellowish discharge from the sternal wound, received treatment and was discharged on (B)(6) 2019 with curative, clinical support and outpatient follow-up. On (B)(6) 2019, he was re-admitted to the service due to fever and sternotomy secretion after 70 days of MRI. The patient reports that one week ago he climbed into a van and heard a sternum crack and had pain. He says that, since then, he started to present secretion through sternotomy and fever.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al0174 number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? What was the name of the initial procedure? What was the date of the initial procedure? Can you describe how the steel suture was placed (how many times twisted)? What tissue was the steel suture used on (sternum)? What symptoms did patient present with post op? How many post op days did the patient present with symptoms? Can you describe the appearance of the steel suture during second procedure? Was the steel suture removed? What was done to manage the post op steel breakage? What is physician¿s opinion as to the etiology of or contributing factors to the breakage? Is the steel suture that was removed, be returned, return date, tracking information? Do you have any samples of lot al0174 available for evaluation? What is the current status of the patient?

Event description:
It was reported that the patient underwent sternal suture on an unknown date and suture was used. The suture broke post-operatively. The patient underwent removal of suture and revision surgery for surgical wound resuture on (B)(6) 2019. Additional information has been requested.